Event description:
It was reported that patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, the rv lead exhibited high pacing impedance and became dislodged. The rv lead was attempted to be repositioned but was unsuccessful due to the lead helix failing to extend. The rv lead was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported events of a failure to extend helix was confirmed by analysis but the reported event of a high pacing impedance was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix extended, clogged with blood/tissue, and bent consistent with procedural damage. The cause of the reported event of the helix extension issue was due to the helix being bent and over torqued of the inner coil.